Manufacturer narrative:
H.6 investigation summary: this statement is to summarize the investigation results regarding a complaint that alleges false positive results when using kit grp a strep 30 test veritor (material # 256040), batch numbers 2266776, 2186533 & 2266781. Bd quality performs a systematic approach to investigate all false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. According to the customer they got 6 false positive results for the symptomatic patient samples. Later they sent the samples for culture test and lab stated there was no growth (negative result). While inquiring, customer informed that the patients were treated with antibiotics based on the false positive result received from bd veritor but no adverse impact was reported due to the treatment. Customer also mentioned that the qc were passed for all affected lots. Batch history record (bhr) review and retain sample testing were performed on the batch number provided. The results were acceptable, and no relevant issues were identified. Returned product testing was completed for two kit lot (2266776 & 2266781) returned by the customer. Both the kits were tested with negative extraction, and they had typical intended results. No relevant issues were identified. The reported issue was unable to be confirmed based on the investigation. The root cause could not be identified. Currently no adverse trend for false positive was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 2266776; medical device expiration date: 31-may-2025; device manufacture date: 23-sep-2022. Medical device lot#: 2186533; medical device expiration date: 19-may-2025; device manufacture date: 05-jul-2022. Medical device lot#: 2266781; medical device expiration date: 21-jun-2025; device manufacture date: 23-sep-2022. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that kit grp a strep 30 test veritor false postives occurred with 3 different lots. No injuries or treatment was reported. The following information was provided by the initial reporter: fp for strep product: 256040 lot # 2266776, 2186533, 2266781.

Manufacturer narrative:
The following fields have been corrected: b1. Adverse type : both adverse event and product problem. B5. Describe event or problem: it was reported that kit grp a strep 30 test veritor false positives occurred with 3 different lots. Patients treated for fp, given antibiotics. No adverse impact due to treatment the following information was provided by the initial reporter: fp for strep product: 256040 lot # 2266776, 2186533, 2266781. Type of reportable event : serious injury patients treated for fp, given antibiotics. No adverse impact due to treatment.

Event description:
It was reported that kit grp a strep 30 test veritor false positives occurred with 3 different lots. Patients treated for fp, given antibiotics. No adverse impact due to treatment. The following information was provided by the initial reporter: fp for strep product: 256040 lot # 2266776, 2186533, 2266781. Patients treated for fp, given antibiotics. No adverse impact due to treatment.